Event description:
It was reported that a patient with a complete heart block has low right ventricular pacing lead impedance. The lead also exhibited noise and elevated capture threshold. Programming changes were made. Low impedance and capture issues still persist. Patient condition is stable and will be monitored closely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: (B)(4).

Event description:
New information received states that the right ventricular lead was capped and replaced on (B)(6) 2019 due to previously observed noise, high capture threshold and low pacing impedance. The patient was stable without any complications.